Event description:
A caller reported a malfunction in the pump, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer. Technical support assisted the caller by providing pump reset information and helped reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the malfunction recurred. There was no reported adverse impact on the customer's blood glucose level.